Event description:
It was reported that the patient presented to hospital for a post procedure check. It was noted that the right atrial (ra) lead was dislodged. The ra lead dislodgement was confirmed by chest x-ray. During the reposition procedure, it was noted that the helix of the ra lead failed to extend. The ra lead was explanted and replaced. The patient was in stable condition.